Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert indicating that the explant indicator was reached on (B)(6) 2025 and remote monitoring was disabled. This device remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert indicating that the explant indicator was reached on (B)(6) 2025 and remote monitoring was disabled. This device remains in service. No adverse patient effects were reported.